Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80. You should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient reported that he had to go to the hospital (the hospital of (B)(6)) with his blood glucose reading at 498 mg/dl. At the hospital it was determined that the bg (blood glucose) meter in the omnipod personal diabetes manager (pdm) did not read the values correctly. The pod was worn for 3 days on the arm. A bg meter comparison was performed and the history was as follows: (B)(6). They placed him on an infusion and monitoring. On (B)(6) his ketones were large so they rushed him to a different hospital ((B)(6)) via ambulance. On (B)(6) his blood glucose history was as follows: (B)(6). There was no further information provided.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate test results were not confirmed. During the bg meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. No malfunction or product defect that would have contributed to reported hyperglycemia and hospitalization.